Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator node assembly wiring harness was evaluated and replaced. The system software and configuration files were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error, failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.